Manufacturer narrative:
The instrument was found to have blade damage at the tip of the blade, causing impossibility of closing the blades. One of the blade edges was indented. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. Common causes of the failure mode mechanical indentations and/or burrs instrument blades are attributed to use-related damage when attempting to cut incompatible material, such as hard objects like bone or cartilage, or from mishandling or misusing the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete. Review of the provided images is consistent with the complaint. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument would not close completely. The procedure was completed with no reported patient injury.